Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display of their device was unreadable due to a ¿star burst¿ on most of the display. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported for this event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and replaced the lcd display to resolve the reported issue. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed lcd display and determined that the display was cracked from physical damage.

Event description:
The customer contacted physio-control to report that the display of their device was unreadable due to a ¿star burst¿ on most of the display. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported for this event.